Event description:
Surgeon removed a jackson pratt drain from a pt and they noticed what looked like a latex tubing in the drainage bulb. The office brought it to surgery dept. It looked like the latex backflow checkvalve had fallen off and was floating in the pt's drainage in the drainage bulb of the jackson pratt.